Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this previously capped ra lead exhibited infection and was part of the system revision. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The previously capped ra lead was explanted.